Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported one of the ¿duoderm extra thin patch is too sticky and could not be peeled off easily from the customer's wound¿. The end user mentioned that his skin around his wound almost peeled off when he was changing the patch, leaving the skin reddened. The pharmacist received five (5) unused dressings back from the end user and replaced two (2) dressings back to the end user, totally seven (7) dressings and all from the same reported lot. No further information was provided.

Manufacturer narrative:
(B)(4). Initial assessment: on 21/dec/2018, the compliance engineer ID-(B)(4) ran a query in the trackwise 8.7 system looking for customers reporting complaints to convatec haina, associated to the malfunction code ¿wnd-pmc3.8 adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿. As result, a total of four (04) complaints were found associated to the mentioned failure mode (trackwise parent records: 1061957/ australia, 1072792/ netherlands, 1077658/ malaysia, and 1120315/denmark). Final lots impacted by this event are listed in table 01 of the event (B)(4). The bodolay machine is only used for packaging purpose as stated in the process instruction (pi29-006- automatic chevron sleeve packaging bodolay c-ver. 25.0). Bulking lots used for the manufacturing process of all final lost listed in table 01 were manufactured in the elc#-10 machine (pi31-103- process instructions for elc 10-ver. 11.0) as showed in the table 02 of this event. Sample/photo analysis results: not samples were received at convatec haina that could be measured to analyze samples dimensions. Based on the pictures provided by customers, events reported does not have the probability of happening during the packing process. The extruder laminating process in the elc-10 was evaluated through this initial assessment. The process flow diagram for ¿dressing duoderm® extra thin¿ is detailed in the process instruction pi31-103 (ver.11.0). Batch records review results: a batch record review was performed to bulking lots used for final products in order to confirm if good manufacturing practices were followed during the manufacturing process and, if all requirements established in the process instruction pi31-103 (process instructions for elc 10) -ver. 11.0, section 8.0 (quality instructions) were properly followed. As stated in the batch records of bulking lots manufactured in the elc-10 machine, materials were use as indicated in the bill of material (bom), a line clearance was performed starting the manufacturing operation and at the end of the process, following the annex 1 of the dr-sop-0094, ver. 28.0; furthermore, periodic reviews of line clearance requirements are performed at the start-up of each shift and after electrical or major mechanical adjustments. On 23/mar/2018, an extraordinary maintenance was performed to the elc-10 machine, while running the lot no. 8c04274 by the maintenance area, regarding to ¿failure in the cooling tower¿, after the adjustment all testing required by the biological quality (bq) laboratory were performed with satisfactory results. Refer to attachment #2: extraordinary maintenance included in this event. The adhesives test and the ¿strip to strip t-peel (tm-011-3a) were performed for the first piece or after machine stop with satisfactory results. The required visual inspection testing was performed per hours. Dimensions and product characteristics testing were performed every half hour; the overall thickness was found in range as established in the pi31-103 (process instructions for elc 10-ver. 11.0). All quality and manufacturing testing were considered acceptable and process parameters were properly set as documented. Finally, inspections are performed by quality to the packaged product and all results were satisfactory. Refer to testing evidences included in batch records packages. On 07/jan/2019, a query was performed by the compliance investigator (ID-5237) to impacted lots (final and bulking lots) in the ¿trackwise 8.7¿ system to confirm if any local event, such as rework or nonconformance occurred during the manufacturing process of those lots regarding to the same failure mode reported. As result, not events were found. Additionally, on 07/jan/2019 the compliance engineer (ID-5237) ran a query from 01/jan/2018 to 31/dec/2018 in the trackwise 8.7 system looking for customers reporting complaints to convatec haina, associated to the malfunction code ¿wnd-pmc3.8 adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ in the bodolay machine. As result, a total of five (05) complaints were found associated to the mentioned failure mode including the ones triggering this nonconformance: (B)(4). No negative trend is observed, based on the total quantity manufactured. Conclusion summary of the related event: based on the initial assessment performed through revision of the batch records documentation, pictures provided by customers in complaints reported and process evaluation, this event could not be confirmed due to samples were not available to measure dressing dimensions, could not be confirmed if products were used during the recommended period as established in the instruction for use IFU-1268507g1-ver. 6.0 (maximum recommended wear time is up to seven days) and no events were found related to manufacturing requirements as per batch records review. However, a defect notification was given to quality and manufacturing personnel assigned to the elc-10 machine to make them aware of complaints reported. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.